Manufacturer narrative:
(B)(4). A fisher & paykel healthcare (fph) representative has requested the return of the complaint rt041 from the customer and further information has been requested. No response has been received regarding either approach. Our investigation is therefore based on the information we have been able to gather about the incident and knowledge of our product manufacture and testing procedures. This is the only complaint of this nature ever received for this product. The bags of silica gel beads which were used to eliminated odour have not been included in this fph product since september 3rd 2013. Prior to the inclusion of the silica beads, rigorous testing was performed on the bags to ensure they would not burst. Testing included transport testing to the (B)(4) standard for packaged products weighing less than 68kg and to the (B)(4) for highway truck vibration exposure.

Event description:
A hospital in (B)(6) reported that the bag of silica gel included in the packaging of the rt041 non vented face mask had torn. Silica gel beads had escaped into the mask and packaging. This was found before use on a patient.